Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported a loss of operator/patient communication. Philips service failed to reconnect the speaker/microphone after a previous service visit. In this case, the operator opened the door in order to continue communication with the patient. However, if the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported on (B)(6) 2018 that they experienced a loss of operator/patient communication. In this case, the operator opened the door in order to continue communication with the patient. This issue was recognized after philips had performed service on the CT system the previous day. The customer confirmed with the philips helpdesk (when this issue was reported) that there was no patient impact and no harm as a result of this event. The philips field service engineer (fse) arrived at the site to evaluate the CT system. The fse determined that the speaker/microphone cables to the gantry were not reconnected after the service visit the prior day. The fse reconnected the audio cables for the speaker and microphone at the back of the gantry to correct and resolve the issue; no parts were replaced. The system is operational and in clinical use. This event has been determined not to be a reportable event.